Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing with nordic bluetooth device: passed. Transmitter functional tester: passed. Share log review found a loss of connection in log. The complaint was confirmed because a permanent loss of connection in the cloud data.. The reported event of a loss of connection was confirmed. A root cause could not be determined.